Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and hospitalized due to low blood glucose on (B)(6) 2017 with blood glucose of 34 mg/dl at the time of the incident. The customer delivered a bolus for a snack but did not eat and laid down to rest. The customer was at 372 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed due to the customer declining as they thought their meter was reading incorrectly. The customer's meter was reading a lot higher than the hospital meter. Their meter was at 239 mg/dl when the hospital was reading 135 mg/dl. The insulin pump will not be returned for analysis.